Event description:
During a follow-up in clinic, noise reversion episodes were noted which were reported to be related to high voltage lead impedance/pacing lead impedance measurements. The rv lead was explanted and replaced. Imaging of the lead did not reveal any damage. During the replacement procedure, the physician speculated possible lead-lead abrasion, and explanted the atrial lead. Replacement of the atrial lead was not needed as the patient was electively downgraded to a single chamber ICD. There were no adverse consequences for the patient. Related manufacturer reference number: 2017865-2017-02609.

Manufacturer narrative:
The field report of noise reversion episodes and high pacing impedance was not confirmed. As received, a complete lead was returned in four pieces for analysis. Upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Complete x-ray of the lead did not find any conductor fractures. Visual inspection of the lead found all damages were consistent with that occurring at time of explant.